Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified cephalic vein. After a guide wire crossed the lesion, a 5.0 x 40 40cm mustang balloon catheter was advanced but failed to cross the lesion. During the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.